Event description:
Pt, status post (B) (6) 2007 placement of vectra plate, returned to surgeons office following a fall with complaint of back pain. X-ray revealed a non-union. During revision surgery, surgeon noted a broken clip on the plate and c7 screw back out. Hardware was removed and replaced. This is one (1) of two (2) reports submitted on this event.

Manufacturer narrative:
This info was not provided during the initial report. Additional info has been requested. No investigation could be completed; no conclusion could be drawn, as no device was returned.